Event description:
It was reported that post an artificial urinary sphincter (aus) implant the patient was still suffering from incontinence. The physician scoped and it was determined that the device is working properly. The physician decided to replace the pressure release balloon (prb) instead of replacing all components. There were no patient complications.